Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
[Tampon] ended up breaking in half inside of me. Only the bottom half coming out. Having to remove the other half with a doctor's visit - vagina [foreign body in reproductive tract.] Nausea - stomach [nausea]. [Tampon] broken in half [device breakage]. Case narrative: consumer reported via email that the tampon breaking in half inside of her which resulting in only the bottom half coming out. No serious injury was reported.